Event description:
.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 console. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a medwatch report, (B)(4), reporting that the electronic gas blender alarmed with air flow fluctuating from 0 to 1.5 lpm during a case. The gas blender was power cycled and the case continued. Shortly after the power cycle, the device alarmed again. The staff elected to utilize an alternate source for the remainder of the case. During on-site testing, the sorin group representative confirmed the functionality of the device. No problems with the electronic gas blender were found. The service representative completed a preventative maintenance service on the s5 system and confirmed the machine was functioning as expected. The device was returned to service and no further problems regarding this device have been reported. Risk management has been contacted to obtain additional info, pt status and availability of product return. The investigation is on going. A follow-up report will be filed when the investigation is complete.